Event description:
Health professional reported that there was an explanted device in their possession that needed to be returned. No additional info was provided. Further f/u will be conducted to gather additional info. Further f/u: health professional reported that "band explant + port - pt was admitted into hosp for dehydration + band system was removed."

Manufacturer narrative:
Taper ii. (B)(4). Visual exam of the returned device determined the access port tubing connector to be a taper ii. Dehydration is a surgical/physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Analysis of the damaged port septum showed evidence of coring likely to have been caused by the use of a coring needle. The buckle and band tubing was broken with striations consistent with a surgical end cut to remove the device. No additional info has been reported to allergan regarding the serial number. Device labeling addresses the reported event of dehydration as follows: "there were additional occurrences of these events that were considered to be non-serious. Other adverse events considered related to the lap-band system that occurred in fewer than 1% of subjects included: ...abdominal pain, dehydration, chest pain, incision pain, and...port site pain."